Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated around 3:00pm, she was at (B)(6) hospital sitting, watching her newborn baby and passed out. She indicated that the cgm was displaying 90 mg/dl before passing out. A nurse found the patient and took a finger stick reading and the patient¿s bg was 15 mg/dl. The patient administered the patient with 2 ampules of dextrose. The patient woke up after 15 minutes and left the hospital after an hour. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.